Event description:
On (B)(6) 2011, the patient's wife stated that on the morning of (B)(6) 2011 the patient was experiencing tingling in his arms, legs, fingers, and had stomach cramps. After receiving an elevated blood glucose reading of "hi", the patient bolused 10 units of insulin and went to work. Two hours later the patient still did not feel well, his blood glucose was still reading "hi", and he bolused an additional 10 units of insulin. The patients target blood glucose range is 80 mg/dl - 130 mg/dl. Once he was admitted to the hospital his blood glucose was 600 mg/dl. The nurse at the hospital took the patient off of the insulin infusion device. The patient was put on a novalog insulin drip. While at the hospital, the patient was diagnosed with ketoacidosis. The patient's wife feels that the patient is having elevated blood glucose levels due to the infusion sets not allowing insulin to be delivered. Troubleshooting with the patient confirmed that he is correctly changing his infusion tubing or insulin leaking and the insulin is not cloudy or expired. The patient has recently started taking new blood pressure medicine. The patient was released from the hospital the following day. While at the hospital he was advised to speak with his endocrinologist and consider going back on injection therapy. At the time of the call the patient's blood glucose had returned to normal. Product was discarded by the patient. Therefore, product was not requested to be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.